Event description:
Report received of an overdelivery. The pump was programmed to deliver 32 mg of primacor in 160 ml at a rate of 125 mg/hr, with an additional 8.5 ml added to the container to accommodate the prijing volumes of the tubing and 0.2 micron filter, for a duration of 24 hours. It was reported that the infusion was complete 6 hours earlier than expected. The home care agency was notified by the family member of the event. There were no adverse patient effects. No medical interventions were required.